Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline cable sheath and driveline connector was damaged. A driveline sheath repair was performed. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis was not performed since the log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed that the outer sheath was damaged and rear nut from the connector was out of specification, thus confirming the reported event. A repair of driveline sheath and connector were performed to mitigate the conditions reported. The additional sheath damage was likely a progression of the previously reported damage. An internal investigation has been opened to evaluate driveline sheath damage and implement corrective actions as required. Based on this investigation, the most likely root cause of the driveline sheath damage is exposure to ultraviolet light. An internal investigation has been opened to evaluate loose driveline connector issues and implement corrective actions as required. This pump was manufactured prior to the implementation of corrective actions of this investigation. Based on this investigation, the most likely root cause of the reported event is the interaction of room temperature vulcanizing silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the driveline sheath repair, it was noted that the rear nut of the driveline connector was not able to be turned in any direction without using excessive force. The connector was repaired without issue.

Manufacturer narrative:
This supplemental report (1 of 95 corrections identified) is being submitted as a correction to the event date to reflect the date of servicing in the initial report. The initially reported aware date, reporting timelines, reported event and investigation details remain unchanged. Manufacturer contact name and details updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.